Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lv lead was repositioned due to suspicion on poor sensing values. The patient suffered from worsening of heart failure with a decrease of left ventricular ejection fraction.

Manufacturer narrative:
Combination product: yes. An additional report of increased lv stimulation threshold and phrenic stimulation was received. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.